Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that communication error 226 occurred during preparation for use of the video system center. No patient involvement was reported.